Event description:
It was reported that the rv lead was explanted due to no capture at high output (7.5v at 1.0ms) that was observed at follow-up. At explant the doctor noted complete insulation breaks and an apparent lead fracture. No patient complications were reported as a result of this event.